Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that the ophthalmic surgeon experienced leaking trocars and was "unable to support the eye" during a vitrectomy procedure. The procedure was completed and there was no harm to the patient. Additional information was requested; however, none has been received to date. This is two of two cases reported for this facility.

Manufacturer narrative:
No sample has been returned for evaluation for the report of trocar valve leakage; therefore, the condition of the product could not be verified. A review of the related device history record, for the reported lot numbers, indicated that the product was processed and released according to the product¿s acceptance criteria. The root cause for customer complaint issue could not be determined. An investigation has been opened in order to improve performance of the valves. (B)(4).